Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a remote transmission the atrial lead exhibited noise leading to inappropriate therapy, a low impedance and sensing anomaly were also noted. No intervention or patient symptoms had been reported.